Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and the reported condition was confirmed. It was further determined that the gear was blocked. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the gear seized, jammed and was moving heavy on the battery handpiece device. It was further determined during the pre-repair diagnostics assessment that the device failed for check for leakage, check the attachment coupling, check proper function of the triggers, check of free moving, check falling out protection (steal ring), check function of all modes and for check response of on/off trigger. It was further determined that the gear lacked maintenance and had heavy contamination. It was noted on the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.